Event description:
Event description boston scientific received information that during a follow-up visit, loss of capture was noted with this ventricular lead. The lead was found to have dislodged. Attempts to reposition the lead were unsuccessful due to a blood clot in the lead tip. Therefore, a new rv lead was placed without further incident.